Event description:
The pin broke after attempting to insert and gain compression at the fracture site. The pin was removed. Surgery was delayed approx 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.